Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2013 with the following findings: during testing, the audio bolus button was intermittently responsive and difficult to press. The button cover was removed, and the internal plug contact was found to be misaligned. Contamination was also present.

Event description:
The patient contacted animas on (B)(6) 2012, and reported the audio bolus button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the audio bolus button. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.